Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a crack on the display screen. Customer stated that the device drops and hits his bed. The crack is in the upper left corner of the display window. Customer also reported that when he suspends the insulin pump to take a shower and presses the button to start it again he noticed the button did not respond. Blood glucose value is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test. All buttons function properly, however found corrosion on keypad traces. Insulin pump cracked case near lcd window corner, cracked lcd window, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched reservoir tube window, stained end cap sticker and stained address/serial number label.